Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported receiving elevated blood glucose readings. Pt stated she has been receiving readings in the 500's mg/dl. Pt's normal blood glucose range is around 140 mg/dl. Pt reported, she treated herself with a 10.0 units injection of insulin. Pt stated she changed her infusion site and the insulin cartridge this morning when she began receiving the elevated blood glucose readings. Pt reported the infusion site was changed prior to this on last night and the insulin cartridge was changed 4-5 days ago. Pt stated she has started getting the elevated readings since she switched to the infusion sets. Pt reported she has received no error messages. Pt stated she had to go to the hospital for her elevated blood glucose readings about a month ago. Pt stated the blood glucose readings reached 526 mg/dl. Pt reported they treated her with a saline drip and an injection of 10.0 units of insulin. Pt stated she was there for about an hour and was not admitted to the hospital. Attempts to f/u with pt were unsuccessful. No product return was requested.